Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported, rupture. And double capsule on the right side. Device has been explanted.

Event description:
Physician reported rupture and double capsule on the right side. Device has been explanted.

Manufacturer narrative:
(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: double capsule: unable to observe as it is a medical event that is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and double capsule.